Event description:
The user facility reported that the single use distal cover was applied to the duodenovideoscope prior to the procedure. Proper placement was verified by the technician prior to the start of the procedure. However, at the completion of the case and upon removal of the duodenovideoscope from the patient's mouth, the physician noticed that the distal cover was no longer attached to the tip of the duodenovideoscope. A gastroscope was used to visualize the distal cover in the patient's oropharynx, and it was retrieved with the use of a grasping forceps. There was no patient harm reported, but there was a significant risk of a serious complication.